Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for hrm task did not grant motor power in reasonable time. Customer¿s blood glucose was 180mg/dl at time of incident. Displacement test was performed and passed. Customer states that they are able to rewind the pump and alarm occurred during bolus delivery. Customer advised to monitor the pump after changing entire set and call back if issue persists. Product will not be return for analysis.